Event description:
It was reported that there is a defect adjustment wheel on a laryngoscope holder. The wheel was stuck and not able to rotate the full angulation during procedure. Some tiny metal fragments were found on the gear after procedure. Acording to the customer no fragments fell in patient. The surgery was prolonged for 30 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).